Event description:
The customer observed imprecise architect stat troponin-I results of 0.427 (positive), <0.010 (negative), 0.120 (positive), <0.010 (negative) and <0.010 ng/ml (negative) for patient sample (B)(6), accession number (B)(6) on (B)(6) 2021. The package insert cutoff for apparently healthy population is 0.013 ng/ml (female) and 0.033 ng/ml (male). The elevated results are believed to be falsely positive. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service inspected the analyzer and found the level sensors for the trigger and pre-trigger regents were cracked/leaking. Service replaced the parts, and the issue was resolved. Service verified system performance with maintenance check procedures. An instrument service history review revealed no additional erratic or discrepant patient results reported for serial number (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.